Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer turned blank during interrogation, "serious programmer issue". The programmer was returned for repair. No patient complications have been reported as a result of this event.